Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was implanted with an lfit anatomic cocr v40 femoral head on (B)(6) 2008. It is alleged that the patient received a letter from upmc on august 28, 2018 informing him of the voluntary recall for potential defects of said implants and that he should come in for testing. He has been revised on unknown date. This is for the right hip. Revision on right hip took place on (B)(6) 2019. Update on 04-may-2022 per clinician review: "in the operative report for the right hip the surgeon notes that the patient was completely asymptomatic but wanted the cocr head exchanged due to the recall. During the surgery acetabular liner wear was noted and along with the head exchange the worn liner was removed and a new liner implanted."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "in the operative report for the left tha the surgeon notes that the hip was being revised primarily for leg length discrepancy with the operative leg being shorter than the right. Secondarily there was concern regarding the lfit cocr femoral head being on recall. A work up was undertaken and cobalt and chromium serum levels were not significantly elevated. A mars MRI showed no evidence of fluid. The cocr head was revised to a biolox delta ceramic head of greater offset with a titanium sleeve. In the operative report for the right hip the surgeon notes that the patient was completely asymptomatic but wanted the cocr head exchanged due to the recall. During the surgery acetabular liner wear was noted and along with the head exchange the worn liner was removed and a new liner implanted. Bilateral staged tha revisions related to the recall of the lfit cocr heads is confirmed. No mechanical or biologic issues related to the cocr heads were reported in the documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right hip was revised due to the recall head while the patient was completely asymptomatic. Clinician review of provided medical records confirmed that no mechanical or biologic issues related to the cocr heads were reported in the documentation provided. It was noted in the revision operative report for the right hip that the liner was observed to be worn and so it was revised. Further information such as return of the device and/or photographs of the worn surface are needed to confirm the event and complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was implanted with an lfit anatomic cocr v40 femoral head on (B)(6) 2008. It is alleged that the patient received a letter from (B)(6) on (B)(6) 2018 informing him of the voluntary recall for potential defects of said implants and that he should come in for testing. He has been revised on unknown date. This is for the right hip. Revision on right hip took place on (B)(6) 2019. Update on (B)(6) 2022 per clinician review: "in the operative report for the right hip the surgeon notes that the patient was completely asymptomatic but wanted the cocr head exchanged due to the recall. During the surgery acetabular liner wear was noted and along with the head exchange the worn liner was removed and a new liner implanted."